Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, non-sustained ventricular oversensing episodes possibly due to lead dislodgement or crosstalk were observed. Programming changes were discussed.